Event description:
To whom it may concern: I am writing to you in reference of the paper that I have received. My blood work and the application fees. I don't know where to go from there. Please help. Thank you in advance. Willie j. Bush. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1990-2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.